Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detecting on the communication bus. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer stated that the drawer had already been recovered prior to inspection. Then tested all pockets within the drawer and had the user inventory the items. Ran diagnostics tests to confirm functionality. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detecting on the communication bus. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.